Event description:
It was reported that the patient experienced sleeplessness, a decreased ability to concentrate and had stuttered speech. The patient developed psychiatric effects from the pump medication and was intolerant of the intrathecal opiate medication. The pump was explanted due to drug side effects. The patient recovered without sequela. The patient had not been seen since 2008. The medication being delivered via the device was hydromorphone.

Manufacturer narrative:
Stuttering speech.